Event description:
Customer reports low blood glucose symptoms with blood glucose result of 162 mg/dl obtained on the advantage sys. Customer was able to consume orange juice on his own, and paramedics were called. Result of 50 mg/dl was obtained on paramedic's meter 15 mins after result of 162 mg/dl. Customer was treated with an "IV with sugar" and taken to the hosp; he was released later that day. Requested return of suspect device and replacement was sent.